Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot #22980931, expiration date 07/31/2009). Reference medwatch report with (B) (4) for the suspect device used in system 2.

Event description:
Customer reportedly received the following active s/professional meter comparisons obtained within 10 minutes of each other: 231 mg/dl/ 97 mg/dl; 233 mg/dl/ 120 mg/dl. Customer was using two active s systems; customer does not know which system produced which erroneous result. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.